Manufacturer narrative:
H6. Investigation: two photo samples were provided to our quality engineer team for evaluation. Through visual inspection, a foreign particle was observed inside the barrel, the particle appears to consist of silicone mixed with grease. A device history review was performed for reported lots 2003288 and 2002264, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines routinely undergo proper maintenance and cleaning according to procedure. While we could not identify a direct issue, this incident likely occurred due to improper cleaning of the manufacturing equipment. H3 other text : see h10.

Event description:
It was reported that an unspecified number of syringes 50ml ll experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: customer reported a luer lock syringe with a foreign matter on the stopper. It concerns 2003288 or 2002264, the customer is not sure which one. Sample is contaminated with cytostatic. Additional information received: when was the defect noticed? Before / during / after use? During use; did the defect lead to serious injuries? No; did the treatment plan have to be adjusted as a result of this incident? No; was there a medical procedure to take place as a result of this incident? No; did other actions have to be taken in connection with the defect? No.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of syringes 50 ml ll experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: customer reported a luer lock syringe with a foreign matter on the stopper. It concerns (B)(4) or (B)(4), the customer is not sure which one. Sample is contaminated with cytostatic. Additional information received: when was the defect noticed? Before / during / after use? During use did the defect lead to serious injuries? No did the treatment plan have to be adjusted as a result of this incident? No was there a medical procedure to take place as a result of this incident? No did other actions have to be taken in connection with the defect? No.